Event description:
The customer reported that the foot switch was not working. The field engineer noted that during troubleshooting, the sys produced an uncommanded x-ray when the foot switch was plugged in. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The foot switch was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.